Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces.

Event description:
A zoll laboratory services contacted zoll to report that a patient developed red itchy raised sores under the patch. The patient reported the irritation felt like a burning sensation. There was no alleged device malfunction contributing to the irritation. Outcome of the rash is unknown.